Event description:
Event description cpi received information that this patient with an implantable pulse generator (ipg) and this bipolar lead was admitted to the ER with syncope and loss of ventricular capture. The lead was capped due to high threshold and impedance measurements.